Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The power consumption was 504% and was at elective replacement indicator (eri). Patient not on latitude to review any data. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. A high current drain was detected but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The power consumption was 504% and was at elective replacement indicator (eri). Patient not on latitude to review any data. The pacemaker was explanted. No additional adverse patient effects were reported.